Event description:
Event description guidant received information that during the implant procedure, this lead exhibited poor lead measurements. The lead was attempted to be repositioned; however, the lead tip would not disengage from the myocardium, despite the use of many counter-clockwise turns and different stylets. It was noted the torque applied to the lead body was not being transferred to the lead tip, as the lead body outside of the patient was twisting. The decision was made to surgically abandon and replace the lead. After being viewed under fluorscopy, the lead body was very twisted. It was noted that a previously abandoned lead may have created difficulty, since there was little room in the subclavian vein. Also, the lead tip may have perforated through the myocardium. A new guidant lead was then successfully implanted.